Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. External insulation abrasion breach was noted at 8.1cm to 9.0cm from the distal tip. External insulation abrasion breaching outer insulation and exposing outer coil was noted at 63.6 to 63.9cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.